Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One event was reported for this quarter. One device was not available to stryker for evaluation. There were no remedial actions taken. This device is labeled for single-use. Device not returned to manufacturer.

Event description:
This report summarizes 1 malfunction events in which the device broke during use. There was patient involvement. One event occurred during a surgical procedure. There was no patient impact.